Event description:
N/a.

Manufacturer narrative:
Updated fields: UDI: (B)(4). The device was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the issue of the complaint could not be confirmed. While the catheter did not pass the 7-day drift specification, the catheter did not exhibit any of the extreme negative drift that was observed by the customer: the device failed the 7-day drift test (reading was 6.4 mmhg, and should be < 5mmhg in 7 days. The device passed electronic, noise, and linearity/hysteresis tests. The possible root cause of the issue reported by the customer could be due to hardware or cable failure, however, since the customer did not return these units along with the cerelink sensor, the root cause could not be clearly determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. This is #2 of two complaints, see medwatch 1226348-2019-00448.

Event description:
It was reported that a sensor was implanted and during using the measurement it showed -99mmhg. The monitors and cables were changed but the sensor still showing -99mmhg. This happened with 2 sensors but only one was kept from the surgeon. Patient died but the surgeon said not because of the sensor.